Event description:
It was reported that the procedure was to treat a right internal carotid artery. The xact was advanced to the lesion through a non-abbott sheath and when injecting contrast, before deployment, there was air observed coming back into the injection device. The xact was successfully deployed. It is unknown if it is the xact or the shuttle catheter that is leaking. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Date of event and implant date - estimated.